Manufacturer narrative:
Unknown manufacture: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd ids franklin lakes, nj location has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device catalog #: unknown. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a study was conducted indicating that unspecified bd vacutainer® sst¿ blood collection tubes exhibited erroneous peaks when compared to greiner serum separator tubes when testing for steroids using liquid chromatography-tandem mass spectrometry (lc-ms/ms). There was no health impact or consequences reported.

Event description:
It was reported that a study was conducted indicating that unspecified bd vacutainer® sst¿ blood collection tubes exhibited erroneous peaks when compared to greiner serum separator tubes when testing for steroids using liquid chromatography-tandem mass spectrometry (lc-ms/ms). There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Clinical review: the poster does allege a product deficiency. The authors observed several erroneous peaks when conducting liquid chromatography-tandem mass spectrometry (lc-ms/ms) on serum samples collected from bd vacutainer® sst¿ tubes when compared to a greiner serum gel separator blood collection tube. In the study, the authors collected blood samples from 10 volunteers in three (3) separate tubes: a plain tube, a bd vacutainer® sst tube and a greiner sst tube. The authors tested five steroids (i.e., 11-deoxycortisol, androstenedione, testosterone, 17-hydroxyprogesterone and dehydroepiandrosterone) and the results were either increased or decreased by the interfering peaks. It should be noted, the authors also documented similar issues with greiner serum gel separator tubes but to a lesser extent. The authors concluded that this is a small study and more data is needed. The data indicates that there is a product issue observed attributable to matrix effects introduced by the gel formulation, which induces chromatographic interferences during lc-ms/ms analysis. This suggests that gel-based serum separator tubes, including those from various manufacturers, may exhibit similar interference profiles. Multiple studies conducted under lc-ms/ms analysis have demonstrated that the gel phase interacts with steroid compounds. It is incumbent on laboratories to validate their lab developed tests to ensure that the blood collection tube selected will work with their specific assay/instrument/reagent combinations and specimen storage conditions. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.